Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the closurefast cf7-7-60 catheter, blood was observed coming out of the tip of the white cap (hub/leur) on the back of the catheter, despite it being screwed on. A hole was identified at the tip of the cap. The catheter was inserted into the peripheral vein, specifically the great saphenous vein (gsv) on the right side at the mid-location. The catheter was safely removed, and a new closurefast cf7-7-60 catheter was used to complete the procedure. The procedure involved theuse of local anesthesia, tumescent infiltration, and hand/manual compression. The procedure was completed successfully with the new catheter, and the vein was closed after four radiofrequency cycles. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product analysis no ancillary devices or images were returned for review with the device. No damage was noted to the catheter heating element/coil. The catheter reference key shows evidence of wear, and the red ink was visible in some areas. The catheter cable connector was examined: all pins were visually inspected to be straight and no anomalies were noted along the catheter shaft. Device shows signs of use with dried biologics evident on the returned device. The luer cap was visually examined under the microscope, dried biologics was evident around the cap. There were no issuers with the cap treading and was successfully locked/tightened to the catheter port. The luer cap was decontaminated and further examination under the microscope revealed a hole/crack within the luer cap medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.